Event description:
The customer reported vacuum over limits error and noted a small amount of liquid leaked from the unit involving access 2 immunoassay system. The customer performed a vacuum test which passed and found no obstructions to the wash tower. The customer had on appropriate personal protective equipment (ppe) and cleaned up the fluid leak with two paper towels. Patient results were not impacted. There was no exposure to open lesions or mucus membranes. There was no report of injury or adverse effect associated with this event. The customer's biomedical engineer assessed the unit at the facility.

Manufacturer narrative:
The customer stated the facility's biomedical engineer replaced the valve on the wash tower and resolved the issue. The unit was returned to normal operation. (B)(4).